Event description:
A "scan error" message was reported with the adc device in use with iphone 11 pro max, os 16.6.1, app version 2.7.5.4061 and customer was unable to obtain readings. The customer felt they were going to pass out, experienced frequent urination and hyperglycemia, and was unable to self-treat. The customer presented to the emergency room and customer was administered insulin (dose/type unspecified) for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. It has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported receiving a scan error message. Attempted to replicate the customer's complaint using similar configurations iphone 11 pro (ios 16.6, 2.7.5.4061) and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the adc device and customer was unable to obtain readings. The customer felt they were going to pass out, experienced frequent urination and hyperglycemia, and was unable to self-treat. The customer presented to the emergency room and customer was administered insulin (dose/type unspecified) for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.